Event description:
On (B)(6) 2013, it was reported that the patient's mother thinks the infusion device delivers too low an amount of insulin. On (B)(6) 2013, the patient's blood glucose level was 139 mg/dl at 5:00pm. At 7:00pm it was hi and the patient bolused 50 units of insulin via the infusion device. At 8:30pm another correction of 25 units of insulin was made. Her blood glucose level remained elevated and at 10:00pm she was taken to the hospital where she received stationary treatment. Her blood glucose level in the hospital was 670 mg/dl. The hospital made corrections to her blood glucose level via perfusor. The hospital staff noticed a large air bubble in the insulin cartridge. The patient's mother has lost confidence in the device. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The alarm functions of the pump were tested on the diagnostic test system and meet the specifications. The soft components of the housing are worn down heavily. Therefore moisture may enter the insulin pump and destroy the pump electronics. The problem mentioned by the customer is related to careless handling of the product.